Manufacturer narrative:
A2 - 1996. A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.0/1.5/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information; added throughout form. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.0/1.5/099 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was exchanged with a shorter length lens due to excessive vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.